Manufacturer narrative:
The results of the investigation concluded that the fast-cath trio adapter passed aspiration testing of each hemostasis hub with no anomalies noted. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported leak remains unknown.

Event description:
During the procedure, air was leaking into the syringe that connects to the extension port of the sheath. The sheath was aspirated with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.